Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion as located in the severely tortuous and severely calcified left superficial femoral artery (sfa). A 6f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 5.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.